Event description:
The settings on my strata programmable shunt got accidentally reset unbeknownst to me when I used my (B)(6) that was in an (B)(6) case with a strong magnet. I started noticing symptoms of underdrainage through the holiday weekend, and went to the ER for a CT scan on tuesday (B)(6). During that visit, the pa reviewed the settings and found that the settings had been reset fro .5 to 1.5 when I followed up with my neurosurgeon and discussed the (B)(6) case with him, he tested the magnet strength and confirmed that it was highly likely that putting the magnet from the case up to my ear on the right side where my shunt is reset the shunt settings. The case is a (B)(6).